Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or manufacturing defect could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly in the infusion sit. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 373 mg/dl and that the cannula did not insert properly inside the skin.